Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, the lead exhibited impedance greater than 2200 ohms, high tresholds and oversensing. A new lead was implanted.